Event description:
It was reported that the supply line disconnected from the solution bag during fill of peritoneal dialysis on the homechoice device. The patient was connected to the device at the time of the event. The bag was loosely connected. The patient reconnected the bag and continued with therapy. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of use error further specified as a loose connection and a disconnected and then reconnected a solution bag during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. It provides step by step instruction for connecting solution bags. Also, the guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.